Event description:
A facility reported a microsensor (ID 826633) was implanted on (B)(6) 2024. After the procedure, the physician found that he could not lock the female connector into the adapter, it was identified that the threads were slightly warped causing a failure to completely lock the lure connector. Therefore, the csf was leaking from the lure connector, the physician tried to use the tape to wrap the lure connector. Three days later, there was still minimal csf leaking. On (B)(6) 2024, the physician retrieved the microsensor and stop monitoring. The patient is stable.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.